Event description:
As reported by distributor in denmark, their customer/hospital has experienced air bubbles when aspirating contrast from the fluid delivery set packaged within their convenience kit. There was no patient injury. No samples are being returned.